Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with the insulin pump's keypad. The numbers on the screen were scrolling up when she tried to give herself a bolus. The buttons froze and the act button was not working. She was advised to disconnect from the insulin pump and revert to a back up plan. The customer's blood glucose level was 317 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. Numbers does not ramp up on its own or scroll bar moving with no input. No frozen screen noted. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, cracked reservoir tube lip and cracked reservoir tube.